Event description:
The following has been reported: broken screen a preliminary review of the logs was not performed. The device was returned due to mechanical hardware failure (screen). Upon return, the device started up with yellow and red pump alarms. Red alarm is related to the air compressor. Log files indicate mechanical hardware failure (air compressor). Performed recharge test and unit failed. Installed engineering test pneumatic assembly and unit passed. Yellow alarm is related to the battery packs not functioning properly. Installed test engineering battery packs and alarm did not occur. Front housing and rear housing is damaged//broken. The rear cover and handle assembly are damaged due to broken screw mounts. The air compressor, front housing, rear cover, handle assembly, and battery packs (counter reset) will be removed and replaced during repair process. No other damage found. Reporting as a conservative measure for the air compressor issue identified during investigation. No adverse effects were reported.